Manufacturer narrative:
The unit was received with its operating currents within specification. The unit passed the self test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No signal too low alarms were noted. However, the unit alarmed unexpected restart error and had a loss of memory after a battery change due to a faulty component on the interface board. The unit was received with cracked casing at the display window corners and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the customer's insulin pump alarmed with an unexpected restart error. The customer had to reset the time and date as well as complete the prime and rewind sequence. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the unexpected restart issue. The customer confirmed that a temp basal was not programmed before the alarm. The insulin pump was not stored or out-of-use for an extended period of time either. The alarm occurred shortly after inserting a new battery. The insulin pump was returned for analysis.

Manufacturer narrative:
The date of this report provided in the initial report was incorrect. The corrected data will be provided in this report.